Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone that he was wearing the insulin pump when he was admitted to the hospital for diabetic ketoacidosis. Customer thought that he had a bent cannula. Customer was wearing the infusion set in the back of his arm. Customer had been bolusing to bring his blood glucose down that day but it was still high. Customer had to take 54 units, when he normally only takes 8-9units. Customer stated that his blood glucose still did not go down. Customer was getting trained on the pump at the doctor's office.